Event description:
Boston scientific received information that three episodes of noise on the right ventricular (rv) lead resulting in asystole lasting greater than two seconds was observed. It was unknown if the noise occurred at the same time as an unrelated procedure. The physician elected to perform a procedure and the rv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.